Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of battery depletion was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced rapid battery depletion such that the device would not last a day, and engineering log review indicated the ilet was depleting faster than expected. Symptoms included no reported clinical effects. Outcomes included no impact on care and no hospitalization. Investigation included review of uploaded device data and engineering logs. Investigation of this device revealed atypical power consumption consistent with a battery or power-management performance issue in the pump assembly, and a replacement device was arranged. It was concluded, based on previously established findings for similar reports, that the cause was device performance degradation related to power consumption.